Event description:
The patient's system was explanted due to an infection. The patient will be reimplanted in the future.

Manufacturer narrative:
Product was discarded and will not be returned for evaluation.